Event description:
Event description cpi received information that this endotak transvenous defibrillation lead (0064) was removed from service and capped, because of inappropriate shocks. During the explant procedure, they noted a break in the wire. The lead was replaced with an endotak transvenous defibrillating lead (0125).